Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered needle dislodged shortly after insertion and leaked insulin for 5 infusion sets between (B)(6) 2024. The blood glucose level was reported high with ketones and due to which the patient was hospitalized and treated with bolus via pump. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1968509: additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6001667 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (wi) guidance for functional testing for complaints area version 2 for the code soft cannula dislodged from tissue during use. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6001667 was manufactured according to the (wi) version 14 packaged in the machine m10, on 12/jun/2023, with a total of (B)(4) units. Cannula device history record (DHR) review: the lot 3e05873 was manufactured according to the (wi) version 11, manufactured in the machine lc05, on 05/jun/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 07/aug/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6001667 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.